Manufacturer narrative:
The device was returned to olympus for evaluation, and it was found that the error e315 occured due to corrosion on the endoscope connector and damage to the charged coupled device unit. The additional evaluation findings were as follows: due to a pinhole on the bending section cover, water tightness was lost, the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the angulation lever had a scratch, the insertion tube rotation ring had a scratch, the image guide protector had a scratch, due to wear of the angle wire, bending angle in the up direction did not meet standard value, the connecting tube had a dent, the scope connector was dirty due to water leakage, and the scope connector cover unit had corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had a poor connection. The issue was found during preparation for use for a procedure that was completed with a similar device without delay. The device was returned for evaluation. During the device evaluation, it was found that there was error e315 reflecting an unsupported scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the image sensor unit a problem with a internal board of the video connector. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. ¦precaution: caution for clv-290/cv-1500 turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning for cv-1500 connected/for clv-290 connected follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: ¦inspection of the endoscopic image. Confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.